Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus delivery was stopped. Review of the pump history by tandem technical support verified that no alarms had occurred which would have suspended bolus delivery. During troubleshooting, a bolus was successfully delivered. Blood glucose level was 242 mg/dl. Although requested, the customer declined to upload the pump data logs.